Event description:
Livanova deutschland received a report that heater cooler 3t system cooling function was not working properly. The issue occurred during procedure. There is no report of patient /user injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. Livanova field service engineer was dispatched to customer facility, inspected the complained device and could not confirm the issue. Functional verifications tests were performed with positive results proving the system worked as per manufacturing specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.